Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd insulin syringes with the bd ultra-fine¿ needle would not aspirate the insulin. The following information was provided by the initial reporter: "consumer reported found 3 syringes that would not draw up insulin. Just got a large air pocket. Long time injector. Does not reuse."

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1/2cc syringe. Customer states that the syringes would not draw up insulin. The returned syringe was tested and was not able to draw properly. The sample was then wired and a wire was not able to pass through the cannula, indicating that there is an adhesive clog in the cannula. A review of the device history record was completed for batch # 0083507 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200884826, 200884828] noted that did not pertain to the complaint. Root cause cannot be determined for this complaint.

Event description:
It was reported that 3 bd insulin syringes with the bd ultra-fine¿ needle would not aspirate the insulin. The following information was provided by the initial reporter: "consumer reported found 3 syringes that would not draw up insulin. Just got a large air pocket. Long time injector. Does not reuse."